Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the distal end stretched and pulling distally. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22 may 2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 98% stenosed, 28x3.00mm eccentric, de novo target lesion with a bend between 45 and 90 degrees was located in the moderately tortuous and mildly calcified mid to proximal right coronary artery. Following predilatation with a non bsc balloon, a 3.00x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications or injuries reported. However, returned device analysis revealed stent damage.